Event description:
It was reported that at implant the lead had high thresholds. At 10volts capture was intermittent and impedance measured 1600 ohms. It was also reported that the physician had trouble advancing the lead through the introducer. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed.